Manufacturer narrative:
The investigation determined that a result obtained on a vitros 350 chemistry system for a patient sample was associated with the incorrect assay. Although the assignable cause of the event is unknown, it is likely the event was caused by user error, where the customer reused an sid without ensuring the previously programmed sid was processed to completion or deleted prior to reuse. In addition, an unknown issue with the vitros 350 chemistry system software cannot be ruled out. The technical solutions center (tsc) reviewed information contained in the ¿sample ID reuse¿ section of the vitros 350/250 chemistry system operator's manual on page 7-7 which describes how to properly manage sid numbers that were previously used and not processed to completion or deleted.

Event description:
The customer complained that a result obtained on their vitros 350 chemistry system for a patient sample was associated with the incorrect assay. This event meets potential health and safety criteria, as test results could have been misreported out of the laboratory leading to inappropriate intervention with the potential for serious injury to the patient. The customer identified the discrepancy, and no misassociated patient results were reported out of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).